Event description:
The customer reported skin burn in young patients. Additional information received on 06jan2025 stated that the burning phenomenon is recent and affected 4 children. Burns are variable (blister with deeper burns) and are more likely to be between the 2nd and 3rd degree. Some children had to receive treatment for burns. This case is for patient (B)(6).

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) for lot 24249c was reviewed and no anomalies related to the reported issue were observed. There were no samples returned for evaluation and the customer stated that the reported event was not due to the cardinal health electrodes, but instead caused by the machine that was used. We will continue to monitor related reports to determine if actions are necessary.

Event description:
The customer reported skin burns in young patients. Additional information received on 06jan2025 stated that the burning phenomenon is recent and affected 4 children. Burns are variable (blister with deeper burns) and are more likely to be between the 2nd and 3rd degree. Some children had to receive treatment for burns. This case is for patient 3. Additional information received on 20jan2025 from the pharmacist stated that the electrodes are no longer in question. The problem comes from the machine used and not from the electrodes.

Manufacturer narrative:
Additional information received on 20jan2025 was added to section b5.